Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead had no capture in all vectors and was completely dislodged as confirmed via fluoroscopy. The patient manifested twiddler's syndrome which caused the lead dislodgement. The lv lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough examination. Visual observation noted set screw mark on the terminal pin. There was blood or body fluid noted in the lumen. The lead body insulation was twisted in a few places. It was concluded that field allegation of lead body insulation damaged was likely due to twiddler¿s syndrome.